Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon the completion of the investigation.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 26mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 years and 2 months due to unknown reasons. No additional details were provided.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 26mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 years and 2 months due to calcification. Per the medical records, the patient presented with severe aortic stenosis. Under general anesthesia, the patient had an aortic valve replacement (avr), explant of tavr valve, left atrial appendage clip, and pacing wires placed. No procedural complications or edwards device malfunctions were listed. However, as the patient's chest was being prepped, the patient went into heart block and temporary lost his pressure. The team immediately got the chest open and put atrial skews and ventricular wires and started pacing the heart. It is unknown if it was the swan or just from the disease process of the aortic stenosis and a tavr being placed, so it was elected not to do the tee as it was needed to get on bypass quickly. Per the pathology, the explanted tavr valve was received in formalin and consists of pink-tan rubbery fibromembranous tissue fragments and a silver metallic and pink-tan meshlike medical device. The cut surfaces of soft tissue are yellow tan, thickened, and diffusely calcified.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow up and the completion of the engineering evaluation. Updated b5, b5, and h6. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint of valve calcification was empirically confirmed based on medical record. As reported, ''implant patient registry that a patient with a 9750tfx 26mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 years and 2 months due to calcification.'' The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.